Event description:
Patient stated, I have a bacteria in my side and I had to get a different device, and I got a micra device because of it. So now I am short of breath and I do not know if it is because of my device or from my surgery. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).